Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited gradually high shock impedance measurements that were not out of range. The ICD was in elective replacement indicator (eri) and the device interrogation revealed a code 1005, indicating an open circuit. Troubleshooting options were discussed and recommended. The procedure was canceled and the plan was made for the extraction later. A venogram was performed to evaluate if the vessel was open. The patient was brought to the clinic for defibrillation threshold (dft) testing. A dft test was performed and it was noted that the commanded shock was successfully delivered for this ICD and the post-shock impedance measurements decreased. It was suspected calcification around the coil of the lead and the plan is continuing to be monitored. While the ICD was explanted, the rv lead remained implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned incepta-energen-punctua device was analyzed and the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This particular device was not included in the advisory population. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem; b2: outcome attributed to adverse event; b5: describe the event or problem field; d6b: explant date; h1: type of reportable event; h6: impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited gradually high shock impedance measurements that were not out of range. The ICD was in elective replacement indicator (eri) and the device interrogation revealed a code 1005, indicating an open circuit. Troubleshooting options were discussed and recommended. The procedure was canceled and the plan was made for the extraction later. A venogram was performed to evaluate if the vessel was open. The patient was brought to the clinic for defibrillation threshold (dft) testing. A dft test was performed and it was noted that the commanded shock was successfully delivered for this ICD and the post-shock impedance measurements decreased. It was suspected calcification around the coil of the lead and the plan is continuing to be monitored. While the ICD was explanted, the rv lead remained implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited gradually high shock impedance measurements that were not out of range. The ICD was in elective replacement indicator (eri) and the device interrogation revealed a code 1005, indicating an open circuit. Troubleshooting options were discussed and recommended. The procedure was canceled and the plan was made for the extraction later. A venogram was performed to evaluate if the vessel was open. At this time, this product remains in service and no adverse patient effects were reported.